Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00601 thru 3012447612-2018-00605.

Event description:
It was reported that the threads of three closure tops were damaged and two screws were broken during surgery. They were removed and replaced with alternative closure tops and screws to complete the procedure without reported patient impacts. This is report five of five for this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the threads of three closure tops were damaged and two screws were broken during surgery. They were removed and replaced with alternative closure tops and screws to complete the procedure without reported patient impacts. This is report five of five for this event.

Manufacturer narrative:
The returned screw was evaluated. The tulip head had thread damage in a manner consistent with cross-threading the closure top into the pedicle screw during installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. A review of the labeling found instructions regarding proper device installation.

Event description:
It was reported that the threads of three closure ops were damaged and two screws were broken during surgery. They were removed and replaced with alternative closure tops and screws to complete the procedure without reported patient impacts. This is report five of five for this event.